Manufacturer narrative:
Report type should have been reported as a malfunction not as a serious injury.

Event description:
New information received noted that the right ventricular lead was bovied/damaged during a generator change procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was bovied. The right ventricular lead was repaired. All measurement values were stable post revision procedure. The patient was stable post procedure.